Event description:
It was found that the stair tread/tracks are difficult to engage due to the track roller being broken/damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.